Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-(B)(4) that an ar-7300ds dissector broke. This occurred during an ankle arthroscopy, and it was noted on the final x-ray the broken piece was inside the joint. The surgeon had to open the patient up and remove the piece. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure of the device is user error, specifically using excessive force during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.